Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. During a follow-up appointment with the patient's physician, it was determined the ipg was either implanted too deep in the pocket or the device had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, at which time the same ipg was relocated. Effective therapy was achieved post-operative and the reported issue was resolved following the procedure.